Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room via ambulance with severe dizziness and pre-syncope. The patient's pulse rate was in the twenties. An interrogation revealed oversensing on the right ventricular (rv) lead. Light pocket manipulation showed noise and an x-ray indicated that the rv lead had pulled back significantly in the header. It was suspected that the setscrew was loose on the device. A temporary pacing catheter was placed. Subsequently, during a revision procedure, the rv lead was reinserted and fixed into the header using a torque wrench. The device and rv lead remain in use. No further patient complications have been reported as a result of this event.